Event description:
Rupture of the catheter.

Manufacturer narrative:
Batch history review: the batch history file complies with our specifications and does not present any discrepancy. No other similar incident was declared to us on this batch of access ports, sold since october 2013. Investigation results: the access port and the proximal part of the catheter were received for analysis. The catheter rupture occurred at the level of the connection with the port, over the exit canula. This rupture occurred probably quickly after the implantation because only 5 puncture marks are visible in the septum. The aspect of the rupture is unusual. This part of the catheter is protected by the connection ring during the implantation period. Conclusion: the examination of the catheter did not allow us to determine the root cause of this premature rupture. The aspect of the rupture is unusual. No information concerning the implantation is available. Consequently, no conclusion can be drawn. It is worth noting that the celsite st301f access port, reference (B)(4) is not cleared in the us, but this device is similar to the reference (B)(4) (k130576).